Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "no image was projected" occurred due to failure of the printed circuit board. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No error messages that may have been observed as a result of the failure. The condition of the patient was not impacted by the failure. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. No medical intervention (i.e. Treatment outside the scope of the procedure) required as a result of the reported problem. No other devices involved or replaced during the event in question. It is unknown if the device was inspected prior to use per instructions for use.

Manufacturer narrative:
The device was returned and evaluated; and the customer¿s allegation was confirmed due to be due to a defect in the printed circuit board. The additional evaluation findings are as follows: the bottom chassis, the front panel, the front rear panel, the top cover, all had corrosion, the loose holding tab on the receptacle board did not properly retain the scope connector, the video socket's locking mechanism was bad, and the software needed to be upgraded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center had no image during a diagnostic colonoscopy procedure. The procedure was extended by 5 minutes; however, there was no impact to the outcome of the procedure or to the patient condition. The procedure was completed with a different device. There was no patient harm associated with the event.